Event description:
It was reported that the pt underwent a right olecranon bursectomy on 12/16/1997. The bursa was punctured and fluid was sent for c&s (results - rare white blood cells, no organism seen). The wound was copiously irrigated with normal saline solution. The skin was closed with 2-0 absorbable suture in a buried knot interrupted fashion. The one week post-op examination detected a small collection of fluid in the area, but no drainage. Three weeks later it was noted that the incision was healing well. In 1999, it was reported that the pt had experienced unspecified wound healing problems, but they had resolved. Examinations in 3/1999 and 5/1999 indicate swelling, but no signs of infection. In 12/2000, the pt underwent an excision of olecranon bursa with packing open and curettage of olecranon. A pulsatile lavage was used to copiously cleanse the area under direct pressure. It was reported that on 01/2001, the incision is down to half of the original size, with a scant amount of drainage, and doing well. Wound healing was slow, and drainage continued during 2001.